Manufacturer narrative:
Checking the manufacturing charts of the involved lot #16at14a, no pre-existing anomalies were found on the 47 components manufactured with that lot #. This is the first and only complaint received on the lot #. We will submit a final MDR as soon as the investigation is complete.

Event description:
Revision surgery on (B)(6) 2023, due to breakage of the l1 liner for metalback glenoid standard (product code 1377.50.010, lot #16at14a - ster. 1600324). It was reported that the patient cannot recall any specific major event that could have led to the dissociation of the liner. Patient just reported experiencing mild pain and some grinding sensation with movement for roughly 6 months. During surgery a significant amount of metalosis was found, and the metalback was worn but not damaged. The following components were explanted to convert the prosthesis to reverse: · l1 liner for metalback glenoid standard (product code 1377.50.010, lot #16at14a - ster. 1600324) · smr humeral head ø46 mm (product code 1322.09.460, lot #1607948 - ster. 1600183) · neutral adaptor taper standard (product code 1330.15.270, lot #1709934 - ster. 1700304) · smr trauma humeral body # short (product code 1350.15.030, lot #1500012 - ster. 1500066) · smr cementless finned stem (product code 1304.15.190, lot #1807643 - ster. 1800238) fixation of the humeral stem was not satisfactory due to the metalosis, therefore a new humeral stem was cemented. According to the received information, explants were sent off for culture testing for infection. Patient is a male, 43 years old. It was reported he's very fit and active. Primary surgery took place on (B)(6) 2018. Event happened in australia.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #16at14a, no pre-existing anomaly was found on (B)(4) devices manufactured with the same lot #. According to our records, at least (B)(4) liners with lot #16at14a and ster. 1600324 have been implanted and this is the only complaint received on this lot #. Explants analysis devices involved were not available to be returned to limacorporate for further analysis. X-rays analysis limacorporate received a total of two x-rays referring to pre-operative revision surgery. The x-rays received - taken approximately 6 months prior to the revision surgery but the exact date is unknown - have been evaluated by a medical consultant. Following, the medical consultant comments: "in terms of possible reasons for failure, one must admit, that on the radiographs the position of the humeral component is less than optimal, the head is too low compared to the tip of the greater tuberosity. I would estimate the vertical difference to the ideal position at about 1.5 cm, which is a lot. The consequence is a changed suboptimal vector for the ssp muscle-tendon-unit, thus creating a superior force that leads to edge loading of the liner. A comparable mechanism can be found in total failure of the rotator cuff due to aging and the same thing happens. This is a very reasonable cause of failure and course of events. There is no specific sign of implant related failure". Considering that: · check of the manufacturing charts highlighted no anomalies on the devices manufactured with lot #16at14a; · according to the received information, the patient cannot recall any specific major event that could have led to the dissociation of the liner; · according to the medical consultant "the position of the humeral component is less than optimal [...] Creating a superior force that leads to edge loading of the liner. A comparable mechanism can be found in total failure of the rotator cuff due to aging" and "there is no specific sign of implant related failure"; we cannot define with certainty the root cause of the event, still we can state that it was not product related. Pms data according to limacorporate pms data, the revision rate of l1 liners - belonging to the family codes 1377.50.0xx - due to breakage is 0.27%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Revision surgery on (B)(6) 2023, due to breakage of the l1 liner for metalback glenoid standard (product code 1377.50.010, lot #16at14a - ster. 1600324). It was reported that the patient cannot recall any specific major event that could have led to the dissociation of the liner. Patient just reported experiencing mild pain and some grinding sensation with movement for roughly 6 months. During surgery a significant amount of metalosis was found, and the metalback was worn but not damaged. The following components were explanted to convert the prosthesis to reverse: l1 liner for metalback glenoid standard (product code 1377.50.010, lot #16at14a - ster. 1600324); smr humeral head ø46 mm (product code 1322.09.460, lot #1607948 - ster. 1600183); neutral adaptor taper standard (product code 1330.15.270, lot #1709934 - ster. 1700304); smr trauma humeral body # short (product code 1350.15.030, lot #1500012 - ster. 1500066); smr cementless finned stem (product code 1304.15.190, lot #1807643 - ster. 1800238). Fixation of the humeral stem was not satisfactory due to the metalosis, therefore a new humeral stem was cemented. According to the received information, explants were sent off for culture testing for infection, and no sign of infection was found. Patient is a male, 43 years old. It was reported he's very fit and active. Primary surgery took place on (B)(6) 2018. Event happened in australia.